Event description:
The customer reported that the ventilator was alarming due to a data acquisition pcba adc reference failure. A data acquisition pcba adc reference failure may result in a vent inop condition during use in normal ventilation operation. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the reported problem during evaluation. The service technician replaced system pcb boards and cable to address the reported problem. Performance verification testing was completed and passed to operating specifications.